Event description:
Subsequent to the initially filed report, the following information was received: during preparation of the clip delivery system (cds), after bleeding of the cap, a drip was observed at the lock lever cap. A decision was made to continue using the cds, against the instructions for use. Then during the deployment sequence, the release pin was removed when the clip was observed open. The clip possibly jumped open. Then when attempting to place the pin back in to the cds, the clip prematurely deployed. It was noted that the second final arm angle test was not performed during preparation and the procedure. No additional information was provided.

Manufacturer narrative:
Device code 2017- failure to follow steps / instructions. . All available information was investigated and reported issues could not be tested during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issue of clip open while locked, leak and clip jumping could not be determined in this case. Premature activation was most likely a cascading effect of the user technique (attempting to place the release pin back in to the cds). It should be noted that the instruction for use states, ¿the clip arms may open slightly (~5°) and then remain in a stable position. If arms open more than slightly, close the clip to the desired arm position and re-establish final arm angle. As it was reported that second final arm angle test was not performed, this is considered as an improper or incorrect procedure or method- failure to follow steps; however, it cannot be determined if this improper or incorrect method contributed to the reported event. The reported additional therapy/non- surgical treatment was a result of case specific circumstances as three additional clips were deployed to further reduce mitral regurgitation (mr) and stabilize the opened clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while locked and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip opened after the lock line was removed. Since the lock line was removed, the clip had to be deployed. Three additional clips were deployed to further reduce mr and stabilize the opened clip. Four clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.